Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she had difficulty removing the tampon and upon removal and tampon pieces remained inside of her. After removal she experienced vaginal itch, swelling and irritation.